Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample evaluation: received one sample of easypump ii lt 270-54-s without original packaging. The batch number on the big bottom cap of the sample was 19e04ge271. There was no crack nor crystallized residue observed on the filter. Investigation result: by removing the wing cap, solution flow out from the patient connector and leak was observed at the air vent of the filter. Filter is a purchased component from supplier, and we have issued supplier notification for further investigation. In addition, CAPA has been initiated to address filter leakage issue. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in china: "chemo leakage" according to the customer: "during the treatment, there was a leakage at the filter disk, and the pump was infused with the chemotherapy drug yotidolone."there is leakage of chemotherapy drugs, resulting in the inability of the patient to continue chemotherapy, and it is necessary to purchase a new drug configuration for treatment.".